Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the customer had sensor break. It was reported that the sensor was inserted into serter and the sensor stays on the table and the serter is empty. It was reported that the sensor would be replaced. No further information provided.